Event description:
Pt received approx. 800cc tube feeding in 2 hours. Pt vomited and aspirated tube feeding. Should be 190 cc in 2 hrs. Pump ran away. Test at wrong rate. Should be checked every 2 hrs.